Event description:
Pt had a failed previous left total knee arthroplasty with loose polyethylene component. Pt underwent a revision total knee arthroplasty with polyethylene exchange, left total knee arthroplasty, on (B)(6) 2011.